Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the robotically assisted laparoscopic radical cystectomy with robot-assisted laparoscopic radical prostatectomy procedure, a small blue fragment from the inner trocar broke off the device. The trocar was bladeless with a fixation cannula (10mm-15mm). The fragment was removed using surgical instrumentation . The trocar and fragment were removed from the field and a new one was opened. No needles were passed through the cannula. The device is not available for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.